Manufacturer narrative:
(B)(4). The customer reported that the unit would not recognize the paddle set. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Based on the customer's report only, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported that the unit would not recognize the paddle set.